Event description:
Reportedly the patient experienced wound dehiscence 4 days post operatively. The patient was brought back into the or in 2003 and the wound was reclosed with size 1 surgipro suture. Patient status is fine.